Event description:
According to the reporter: the shaft came off the handle of the device during the case. No patient harm was reported. Another protack was used to finish the case without issue.

Manufacturer narrative:
.